Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump was damaged as the customer was unable to charge the pump battery. Reportedly, the ground connector of the usb port broke and the copper filament became detached. The customer's blood glucose level ranged from 150-160 mg/dl. The customer reverted to an alternate method of insulin therapy.